Manufacturer narrative:
(B)(4).the complaint device was not returned for evaluation. The reported event cannot be confirmed. A root cause cannot be determined. However, it should be noted that diabetes mellitus is a known cause of hypoglycemia and dizziness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. The patient stated he felt out of it due to his low in the 40's requiring medical intervention. Patient contacted emergency medical services on (B)(6) 2015. Emergency medical technicians (emt) arrived and treated the patient with an unknown medication. The patient was stabilized from treatment and did not go to the hospital. No additional patient or event information is available.